Event description:
Cder received the medwatch report. The reporter states the impacted individual had an ulcer wound that got infected with candida auris. They washed the wound daily with water. There were white spores (fungal growth) around the wounds. The hospital determined that candida auris got into the blood stream of the impacted individual and the individual went into septic shock and died. The reporter stated that they have the medical records for the deceased individual. Infection leading to death.